Event description:
User facility reported that the spinal needle broke off inside the patient. An orthopaedic surgeon was able to remove the broken portion of the needle from the patient. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.